Event description:
It was reported that there was a skoocher weld break. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was a skoocher weld break which may have resulted in the fowler being stuck in an elevated position with the inability to lower the fowler electronically or manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with investigation results which determined the broken skoocher welds did not affect bed functionality and no accessible sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.